Event description:
The customer reported that the device would not stop beeping. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device would not stop beeping. There was no reported patient involvement. A philips bench technician evaluated the device. Power errors were found in the device error log that point to a faulty battery. The customer was contacted and told about the battery issue. The specific battery involved in the device could not be isolated from the other batteries the customer had. The customer was told to keep batteries with the device if there was another problem. The customer was informed of the faulty battery. The device passed all performance assurance tests and was returned to the customer. This was a malfunction that caused power supply errors. The cause could not be verified because the suspected faulty battery was not available for evaluation.